Event description:
Info rec'd indicates, the bed would drift into trendelenburg. The drift was slow and took more than 2 hours to drift to the lowest position.

Manufacturer narrative:
The tech replaced the gas springs to repair the bed.